Event description:
It was reported, the patient suffered a right distal humerus fracture on an unknown date and underwent open reduction internal fixation (orif) and olecranon osteotomy on (B)(6) 2014. The patient returned post operatively with nonunion and broken hardware. The olecranon osteotomy nail broke and the nail end cap junction. One of the 3.5mm cortex screws and a 2.7mm variable angle locking screw broke that were through the medial distal humerus plate. All broken hardware was removed except one of the broken 3.5mm cortex screws. The distal humerus was revised on (B)(6) 2014 with 4.5mm recon plate and olecranon osteotomy was plated with 2.7mm/3.5mm variable angle olecranon 4 hole plate. The patient is stable and there were no complications during surgery. This report is for a 2.7 variable angle locking screw, part number and lot number unknown. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information in the patient progress notes; in addition to the screws already mentioned on the initial MDR, additional screws that may potentially be alleged as broken are: 02.118.530, 02.118.568, 02.118.570, 204.816, and 204.826.

Manufacturer narrative:
Patient was implanted with the following screws: 02.007.016, 02.007.020, 02.007.026 it is unknown as to which 2.7mm screw broke postoperatively, therefore, synthes has provided all three screws. Brand name: 2.7mm threaded stepped screw 16mm for olecranon osteotomy nail catalog number: 02.007.016. Brand name: 2.7mm threaded stepped screw 20mm for olecranon osteotomy nail catalog number: 02.007.020. Brand name: 2.7mm threaded stepped screw 26mm for olecranon osteotomy nail catalog number: 02.007.026. All three screws are identified under the same 510(k) number, common device name and device product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with the following screws. It is unknown as to which 2.7mm screw broke postoperatively, therefore, synthes has provided all three screws: 02.007.016, 02.007.020, 02.007.026.

Manufacturer narrative:
The part numbers listed on the implant report that fit this description of the screw in this report are: 02.007.016, 02.007.020 and 02.007.026 . It is unknown which part is for the broken screw. The implant record history submitted by the user facility with part number information contains an implant notation in the record of (B)(6) 2013, the record also indicates the year as 2014 in the header information. Also indicates the year as 2014, this date has been verified by the sales consultant as correct. The date of (B)(6) 2014 has been entered into this record as the implant date this information is only meant as clarification of the conflicting dates within the quality record. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.